Event description:
The customer reported that during set-up for use on a pt, the unit failed to display an ECG waveform and they were unable to zero the transducer. The pt was switched to another unit and therapy was initiated. No pt injury was reported.